Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 812:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of failure code 812:02 was confirmed during product evaluation. The root cause was identified as a defective shutter motor. The pumphead module (phm) was replaced to resolve the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).